Event description:
In 2007 the lay pt contacted lifescan (lfs) alleging that his one touch ultra 2 meter does not turn on. The pt told the medical affairs specialist (mas) that he obtained the reported meter about 3 weeks ago. He said the meter fell in the dishwater and he could not test with the meter for two days. The pt takes lantus insulin 14 units in am and 3 units at night. He also takes novolog insulin by sliding scale at mealtimes. During the two days, he was unable to test with the lfs meter, he said he took a "minimal amount" (2 to 3 units) of novolog insulin before meals. One day earlier, he felt sweaty at about 8:00 pm and then apparently passed out. His neighbor could not reach him by phone and called ems. At 9:00 pm, emt's obtained a result of 40 mg/dl on their meter and treated him with oral glucose. The customer care advocate walked the pt through inserting a test strip into the meter test strip port and the meter did not turn on. The meter, test strips, and control solution were replaced. The complaint is reported because the pt alleges he was treated for hypoglycemia after being unable to obtain a result on the reported meter. He claimed he took insulin without knowing his blood glucose level and later lost consciousness.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.